Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed motor error. Customer stated that he got 2 motor error alarms and insulin was randomly squirting out. Customer stated the alarm started shortly after new set up, went thru prime then during basal. Troubleshooting was done. Customer's blood glucose was 63 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a faulty force sensor. The motor passed the motor test. The pump was received with a cracked reservoir tube lip.